Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. A good faith effort (gfe) conducted and it was stated that when the volume is set at the highest setting the volume is too low. The rse sent a repair quote for the replacement of (part - 453564406631-iv2-flex mechasy loudspeaker assembly) to resolve the issue. The quote expired and no work was performed by philips.

Event description:
It was reported the intellivue mx550 monitor was presented with a speaker malfunction. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of event and there was no adverse event reported.

Manufacturer narrative:
E1: (B)(6). A follow up report will be submitted once the investigation is complete.